Manufacturer narrative:
Concomitant medical products: etlw1613c124e (x2) stent graft implanted (B)(6) 2012; etlw1613c82e stent graft implanted (B)(6) 2012; etlw1613c93e stent graft implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) had malfunctioned. Follow-up with the patient's clinic indicated the ipg was explanted and right ventricular (rv) lead capped and both replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.